Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned bearing identified wear with deep nicks and a chunk of poly material fractured off. Provided x-rays also showed posteromedial narrowing consistent with poly wear/failure. Metallosis was also found throughout the synovium. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision due to instability and wear of bearing approximately 4 years post initial implantation. Revision surgery revealed darkened surrounding tissue consistent with metallosis. The medial posterior aspect of the bearing had a gouge taken out of it. No appreciable amount of metal was located on metal wear. The missing piece of bearing was found floating in the knee. Metal implants were well fixated.